Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the device image noise issue was determined was determined to be the result of a faulty charged-coupled device unit likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician found a noisy image due to a faulty electronic component and was replaced. There was no patient involvement, and no harm was reported as a result of the event.